Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The device was not implanted.

Event description:
Healthcare professional reported "there are cracks on the inside of the gel implant, however the outside appears to be intact". The device was not implanted. It is unknown if the surgery was completed with a backup device.

Event description:
Healthcare professional reported "there are cracks on the inside of the gel implant, however the outside appears to be intact". The device was not implanted. It is unknown if the surgery was completed with a backup device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6 device evaluation:analysis of the returned device identified: weight to the spec, crease flat and air void in the gel, (no cracks were observed on the device.). Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: there are no cracks mentioned in the complaint and nothing unusual about the device. No issues found related with the manufacturing process.